Event description:
It was reported to boston scientific corporation that in 2007, an esophagogastroduodenoscopy procedure was performed on a male patient. During this procedure, a resolution hemostasis clipping device was used, where "the clip grasped the tissue but would not release." Consequently, the device was "pulled from the bleed site;" no trauma was sustained and no complications arose. The physician successfully completed the procedure with another resolution hemostasis clipping device. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot. The may 2007 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.